Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 500-525 mg/dl. Reportedly, the customer manually suspended insulin for an extended period of time. Additionally, the cartridge had been in use for more than 72 hours with novolog insulin. Customer administered a bolus via the pump to address the issue and went to the emergency room with high ketones identified as life-threatening by a healthcare provider. Customer was subsequently admitted to the intensive care unit and treated with intravenous fluids of saline and insulin, resolving the issue with no permanent damage. Customer declined to provide discharge date. Tandem technical support (tts) reviewed the pump logs and confirmed that pump was functioning as intended and that the pump alerted appropriately to notify the customer that the pump was suspended prior to the event. Tts educated the customer on insulin labeling. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.